Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Manufacturer narrative:
UDI for pxl161407 gore® excluder® iliac extender component: (B)(4). Concomitant medical products: the patient medical history includes: carotid disease, coronary artery disease, hypercholesterolemia, hypertension, coronary artery bypass graft, tobacco use. (B)(4).

Event description:
The following was reported to gore: on an unknown date, this patient received treatment for an abdominal aortic aneurysm and an aneurysm of the right common iliac artery. On (B)(6) 2010, a stent was implanted into the superior mesenteric artery. On (B)(6) 2014, a pxl161407 iliac extender endoprosthesis was implanted on the right patient side to repair a type ib endoleak. Pre-implant computed tomography imaging identified a maximum aneurysm diameter of 93 mm. On (B)(6) 2014, follow-up ultrasound examination showed a maximum aneurysm diameter of 90 mm. On (B)(6) 2015, follow-up ultrasound examination showed a maximum aneurysm diameter of 90 mm. On (B)(6) 2015, follow-up computed tomography imaging confirmed a maximum aneurysm diameter of 98 mm without perfusion of the aneurysm sac. On (B)(6) 2017, follow-up ultrasound examination revealed that the maximum aneurysm diameter had grown to 110 mm, again without evidence of aneurysm sac perfusion. The physician therefore assumed that the enlargement was due to endotension related to the initial repair of the abdominal aortic aneurysm. On (B)(6) 2017, and in the context of non-existent sac perfusion during an angiogram, the iliolumbar arteries were embolized in a tentative effort to avoid further aneurysm growth. On (B)(6) 2017, follow-up ultrasound examination showed a maximum aneurysm diameter of 110 mm.